Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2023. This spontaneous case was originally reported by a consumer and describes the occurrence of dysmenorrhoea ("pain during periods which have become extremely heavy") in a 33 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of delivery (vaginal) in 2006. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the day of essure insertion, she experienced dysmenorrhoea (seriousness criterion medically important), arthralgia ("joint pain"), hot flush ("hot flushes"), nausea ("nausea"), paraesthesia ("tingling"), fatigue ("episodes of intense fatigue"), migraine ("migraines"), constipation ("episodes of constipation") and urinary tract infection ("repeated urinary infections"). An unknown time later she experienced diarrhoea ("diarrhea"). Essure treatment was not changed. No causality assessment was received for essure with regard to arthralgia, hot flush, nausea, paraesthesia, dysmenorrhoea, fatigue, migraine, constipation, diarrhoea or urinary tract infection. The reporter commented: extract from the consultation report of (B)(6) 2023 with gynaecologist: prescription given: pelvic magnetic resonance imaging (MRI) for endometriosis, full bladder pelvic ultrasound, letter for gastroenterological consultation, letter for urology consultation, blood test to be carried out no more than 48 hours before the appointment for endometrial biopsy (full blood count, c-reactive protein, beta-human chorionic gonadotropin assay), letter for a gynaecological surgery consultation the patient will schedule a full bladder gynaecological ultrasound (first) and for an endometrial sample collection (making sure to have the blood sample carried out no more than 48 hours prior to the biopsy) with a gynaecological surgeon of her choice to discuss the indication for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 19.487 kg/sqm. [Magnetic resonance imaging] on (B)(6) 2023: prescription for endometriosis. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 29-sep-2023. The most recent information was received on 11-oct-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of dysmenorrhoea ("pain during periods which have become extremely heavy") in a 33 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of delivery (vaginal) in 2006. On (B)(4) 2014, the patient had essure inserted. On (B)(4) 2014, the day of essure insertion, she experienced dysmenorrhoea (seriousness criterion medically important), arthralgia ("joint pain"), hot flush ("hot flushes"), nausea ("nausea"), paraesthesia ("tingling"), fatigue ("episodes of intense fatigue"), migraine ("migraines"), constipation ("episodes of constipation") and urinary tract infection ("repeated urinary infections"). An unknown time later she experienced diarrhoea ("diarrhea"). Essure treatment was not changed. No causality assessment was received for essure with regard to arthralgia, hot flush, nausea, paraesthesia, dysmenorrhoea, fatigue, migraine, constipation, diarrhoea or urinary tract infection. The reporter commented: extract from the consultation report of 18-sep-2023 with gynaecologist: prescription given: pelvic magnetic resonance imaging (MRI) for endometriosis, full bladder pelvic ultrasound, letter for gastroenterological consultation, letter for urology consultation, blood test to be carried out no more than 48 hours before the appointment for endometrial biopsy (full blood count, c-reactive protein, beta-human chorionic gonadotropin assay), letter for a gynaecological surgery consultation the patient will schedule a full bladder gynaecological ultrasound (first) and for an endometrial sample collection (making sure to have the blood sample carried out no more than 48 hours prior to the biopsy) with a gynaecological surgeon of her choice to discuss the indication for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 19.487 kg/sqm. [Magnetic resonance imaging] on (B)(6) 2023: prescription for endometriosis. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 11-oct-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.